Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿adhesion gaps in film bond due to temp controller set too low or failed¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hypothermia patient cooled and rewarmed on arctic sun device s/n (B)(6) and now being maintained at 37c. Nurse reported that there was low air leak and low flow. They have already switched out the arctic sun device. The patient temperature was 37.2c, water temperature was 23.1c, flow rate was 0.8l/min. Device was in normothermia mode. With 4 arctic gel pads attached, the flow rate was 1.4l/min, inlet pressure was -7.6psi and circulation pump command was 51%. Nurse walked through disconnecting and reconnecting the arctic gel pads holding behind the clear connector and the flow rate stabilized at 0.8l/min. Emptied and disconnected arctic gel pads and enabled manual control. With no arctic gel pads attached system diagnostics showed flow rate as 1.6l/min, inlet pressure as -7.1psi and circulation pump command as 49%. Added arctic gel pads back sequentially, with left chest pad, the flow rate was 1.8l/min, inlet pressure was -7.2 and circulation pump command was 52%. Added right chest pad, the flow rate was 2l/min, inlet pressure was -6.8l/min and circulation pump command was 63% (nurse noted water flowing only through one side of pad). Moved right chest pad to another valve set, then the flow rate was 1.8l/min, inlet pressure was -7 and circulation pump command was 53%. Added left thigh pad, the flow rate was 1.9l/min, inlet pressure was -7.1l/min and circulation pump command was 54%. Added right thigh pad, the flow rate was 2.1l/min, inlet pressure was -7.1 and circulation pump command was 56%. Disabled manual control and restarted therapy, then the flow rate was 0.5 to 0.8l/min. Recommended to change the right chest pad for a universal pad, but they had none. Nurse changed the two chest pads and restarted therapy. With new chest pads attached, flow rate was 1/9, inlet pressure was 7.1 and circulation pump command was 51%. Nurse was unable to save the arctic gel pads as they were bloody underneath from an arterial line leak. Per follow up on 10dec2020, nurse disposed the arctic gel pads after use and they changed out two chest pads to resolve the flow issue. Therapy was ongoing with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hypothermia patient cooled and rewarmed on arctic sun device (s/n(B)(4)) and now being maintained at 37c. Nurse reported that there was low air leak and low flow. They have already switched out the arctic sun device. The patient temperature was 37.2c, water temperature was 23.1c, flow rate was 0.8l/min. Device was in normothermia mode. With 4 arctic gel pads attached, the flow rate was 1.4l/min, inlet pressure was -7.6psi and circulation pump command was 51%. Nurse walked through disconnecting and reconnecting the arctic gel pads holding behind the clear connector and the flow rate stabilized at 0.8l/min. Emptied and disconnected arctic gel pads and enabled manual control. With no arctic gel pads attached system diagnostics showed flow rate as 1.6l/min, inlet pressure as -7.1psi and circulation pump command as 49%. Added arctic gel pads back sequentially, with left chest pad, the flow rate was 1.8l/min, inlet pressure was -7.2 and circulation pump command was 52%. Added right chest pad, the flow rate was 2l/min, inlet pressure was -6.8l/min and circulation pump command was 63% (nurse noted water flowing only through one side of pad). Moved right chest pad to another valve set, then the flow rate was 1.8l/min, inlet pressure was -7 and circulation pump command was 53%. Added left thigh pad, the flow rate was 1.9l/min, inlet pressure was -7.1l/min and circulation pump command was 54%. Added right thigh pad, the flow rate was 2.1l/min, inlet pressure was -7.1 and circulation pump command was 56%. Disabled manual control and restarted therapy, then the flow rate was 0.5 to 0.8l/min. Recommended to change the right chest pad for a universal pad, but they had none. Nurse changed the two chest pads and restarted therapy. With new chest pads attached, flow rate was 1/9, inlet pressure was 7.1 and circulation pump command was 51%. Nurse was unable to save the arctic gel pads as they were bloody underneath from an arterial line leak. Per follow up on (B)(6) 2020, nurse disposed the arctic gel pads after use and they changed out two chest pads to resolve the flow issue. Therapy was ongoing with no further issues.